Event description:
On (B)(6) 2012 the reporter contacted animas to report that on (B)(6) 2012 the patient had been taken to the emergency room with a blood glucose level of 42 mg/dl. The reporter stated the patient's low blood glucose level occurred after the infusion site was changed and after "extra boluses". The customer support representative contacted the patient's mother to obtain and verify information, however was unable to reach her by telephone. There was no information provided about the patient's status or pump settings or insulin use prior to this hypoglycemic event. As the patient allegedly suffered blood glucose levels suggesting severe hypoglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.